Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 594-595 mg/dl. The cause of the high bg was unknown. The customer delivered a correction bolus to address the high bg. A system check was performed, and it was found that the customer was using off label insulin (trurapi) within the pump supplies. Tandem technical support educated customer insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences.